Event description:
Initial even description: tonsil tip caught fire while in pt's mouth, surgeon was able to get it out in time. No harm to pt.

Manufacturer narrative:
Visual inspection of the returned device noted a white ash at the distal tip of the housing. The housing appeared to be burnt as per the reported event. A review of the lot history record (lhr) for this lot number, found that the device met assembly and product specifications, no anomalies were found during mfg. Bench top investigation found that the silicone material in the tonsil tip can withstand the high temperatures seen during normal use. When exposed to temperatures in excess of 400 degrees celsius, it will burn, leaving a white ash residue but will not generate any flame. It was determined that in a high oxygen atmosphere, an active tonsil tip can ignite the oxygen and burn the tonsil tip housing. It was not possible to reproduce the burnt tonsil tip housing under normal atmospheric conditions. The MFR is attempting to contact the physician for add'l info about the event. If add'l info becomes available, a follow-up report will be filed.